Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient via email, on approximately (B)(6) 2026, the patient stated that they had 2 sensors that ¿kept showing their readings very low¿ and had ¿completely different readings on the manual meter¿. The patient did not provide any cgm or bg values. On (B)(6) 2026, the patient experienced diabetic ketoacidosis and was brought to the hospital. It was not reported what the cgm device was displaying at the time of the event, but the patient stated via email that they ¿blamed the sensor¿. No further information was reported and it was not specified how long the patient was in the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient¿s current condition was unknown. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.